Event description:
The doctor reported that the implant was removed due to osseointegration failure approximately 5 and a half months after initial implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was moderate. During the surgery, no significant finding was report. The patient has since recovered.